Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring, and damaged silicone overmold was observed on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical test from being performed. The device passed some of the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration shorting across electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The recipient is reportedly experiencing sounds quality issues with device use. Programming adjustments were made, however, the issue did not resolve. The recipient ceased device use. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing sounds quality issues with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient ceased device use. Revision surgery will be scheduled.